Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device exhibited abnormal image. The issue was found, during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on the insertion tube, universal cord was scratched, the screen becomes blurred and distorted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image occurred due to a component failure of the insertion tube and the universal cord by excessive force like being pulled or contact with other devices was applied on the insertion tube and the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.